Event description:
It was reported by the patient that the "device shocked me and made me fall." The patient went to the hospital and stated that the system was "checked", however, "they did not tell me anything." The patient was waiting for additional testing, but "they never showed up" so the patient checked out of the hospital. Follow-up with the device clinic is in progress to determine if there was a shock from the lead and if it was appropriate for the patient condition, however no additional information has been received. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : d224drg implantable defibrillator (B)(6) 2009. (B)(4).